Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had an intermittent out of range signal. No additional event or patient information is available. Data was provided for evaluation. The reported intermittent out of range signal was confirmed via data. A root cause could not be determined.